Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated scratched display and numbers are hard to read. The customer refused replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Insulin pump was received with severely scratched display window, cracked reservoir tube lip, scratched case, loose/protruded drive support disk, and broken off battery tube threads. However, the test battery cap fit properly with battery tube threads.